Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -07.00 diopter implantable collamer lens had become "wasted". No other details available. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).